Manufacturer narrative:
A steris service technician inspected the sterilizer and found that a water line to the sterilizer had disconnected from its compression fitting. The hose disconnection caused the reported water leak observed by the user facility. The technician reinstalled the water line, installed a new fitting, tested the sterilizer and confirmed the unit to be operating properly. No additional issues have been reported. The steris technician stated the reported event may be attributed to the age of the sterilizer and the fluctuation of the facility's water pressure and water quality. The sterilizer subject of the reported event was manufactured in 1997.

Event description:
The user facility reported that water was leaking from their sterilizer. No report of injury.